Event description:
A consumer had essure inserted in (B)(6) 2011. She reports that she had bleeding for 100 days within months of insertion. She became pregnant on an unspecified date and subsequently experienced a miscarriage. Essure was removed in (B)(6) 2013, and her "tubes were cut out". Reportedly, her physician found one micro-insert near the cervix and the other perforated.